Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, the registry was informed that the patient expired after an implant duration of 2 months, 18 days (2.60 months) due to unknown reasons. No cause of death was provided. There was no indication given that the death was due to a device malfunction or that the device was the cause of death.

Manufacturer narrative:
This device is not distributed or marketed in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s. Device not returned. Notification was received in the form of a returned patient registration card with the notation "pt deceased on (B)(6) 2010". No cause of death was noted. It is unknown if the death was device related. No further details were provided. Despite our attempts to receive further information regarding the device and event, no response or sample for evaluation was received from the health-care provider. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Investigation is on-going.